Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm keypad anomaly due to blank display. Device also received with cracked case corner of belt clip rails and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 88 mg/dl. Customer stated that there was crack on the battery compartment. The customer stated that the buttons were not responding. The customer reported that they had performed the troubleshooting and insulin pump was not turning on. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.